Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-18 user has high glucose value. Test strip UDI#: (B)(4). Manufacturer contacted customer on 07/24/2017 in a follow-up call in order to ensure the customer's condition since the initial call; due to feeling hyperglycemic, the customer had gone to the ER on (B)(6) 2017. While at the ER the customer's blood glucose test result was over 600 mg/dl. The diagnosis was hyperglycemia and the customer received IV insulin. Customer denied any new medications suggested by healthcare professional. Customer left the hospital on (B)(6) 2017. The customer's condition has improved and he does not currently have any diabetic symptoms.

Event description:
Consumer reported complaint for e-5 error: test strip error. Son is calling on behalf of the customer. The e-5 error occurred as soon as the blood sample was absorbed. The customer was using proper testing technique. Customer stated they may have removed the test strip away from the blood sample prematurely. The e-5 error occurred with two vials of test strips, both the same lot number (mt2063). The customer's expected fasting blood glucose test result range is 160 - 250 mg/dl. At the time of the call, the customer was feeling that his sugar may be high and confirmed excess urination. Customer denied the need for medical attention at the time of the call. The product storage was not provided. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is not provided.